Manufacturer narrative:
A1 patient identifier: complete sample ID was (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect total b-hcg and provided the following data for 1 patient (reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): on 8 nov sample ID (B)(6) result was 967.34 miu/ml (positive) and when repeated on 16 nov the result was <1.2 miu/ml (negative). On 16 nov the sample was tested on another platform and generated a result of <5miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
The architect i2000sr, serial # (B)(6) inspected and found serum/crystallization/particles in the reaction vessel 1 (rv1) and determined the diverter, load and unload - moulded base (rohs) required cleaning. It was determined the issue was resolved by performing as needed maintenance. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional issues related to false positive results. A review of tracking and trending did not identify a trend for the diverter, load and unload - moulded base (rohs) or architect i2000sr as with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the diverter, load and unload - moulded base (rohs). Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the diverter, load and unload - moulded base (rohs) or architect i2000sr, serial # (B)(6).

Event description:
The customer reported false reactive architect total b-hcg and provided the following data for 1 patient (reference: = 5.00 miu/ml is negative, = 25.00 miu/ml is positive, > 5.00 miu/ml and < 25.00 miu/ml are considered grayzone - no interpretation will be reported for these results): on 8 nov sample ID (B)(6) result was 967.34 miu/ml (positive) and when repeated on 16 nov the result was <1.2 miu/ml (negative). On 16 nov the sample was tested on another platform and generated a result of <5miu/ml. There was no reported impact to patient management.